Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level and diabetic ketoacidosis. The customer¿s blood glucose level was over 43 mg/dl at the time of incident. Customer was treated with glucose. In addition, customer were shoot up with high blood glucose level of 323 mg/dl. And 397 mg/dl. Customer was alleging that the insulin pump was over delivering. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.